Event description:
Customer reported the punch does not cut any more. The surgery was delayed over 30 minutes; however, no adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the instrument is not cutting properly as a result of the broken shear pin. This condition typically occurs when excessive force is applied while grasping tissue and/or an excessive amount of tissue at one time. This device has exceeded its useful life.